Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery and left internal carotid artery (ica) using a penumbra system jet7 kit (kit). During the procedure, the physician advanced a guidewire through the ica stenosis to guide the velocity delivery microcatheter (velocity). Next, the physician was unable to advance the penumbra system jet 7 reperfusion catheter (jet7) through the stenosis at the carotid; therefore, the physician removed the jet7 and ballooned the stenosis. While attempting to flush the jet7 on the back table, the distal end expanded. It was also reported that the distal tip of the jet7 was found to be crushed. The procedure was completed using a non-penumbra catheter with the same sheath and, velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.